Event description:
It was reported the patient was having problems with getting locked out at random times with their ptm. This started since the last refill on (B)(6) 2013. It was noted that based on the report info the ptm was locking the patient out appropriately. On (B)(6) 2013 the patient had a few bolus attempts that resulted in the bolus being delivered but it showed as denied on the ptm. The lockout was: 2:00 dri: 4/24 max:4 the information also indicated the patient received 5 boluses in a 24 hour period. The pump was used to deliver fentanyl and bupivacaine. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: n EU_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).